Manufacturer narrative:
Per the clinic, the patient experienced an episode of meningitis (specific date not reported). The following additional information was received regarding the episodes of meningitis: the patient is reported to have an etiology of cochlear malformation (specific type not reported). There were no reported craniofacial malformations, nor basilar skull fractures. The patient did not receive pre-implant immunizations. The receiver stimulator was not drilled to the dura, and no surgical complications were reported. However, a leak/gusher was found during surgery. A csf leak occurred post operatively. The meningitis episodes did not occur within 30 days of a neurologic procedure. No vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. The patient did have a prior upper respiratory infection or otitis media prior to meningitis. No organisms culture was performed. Device was explanted and another cochlear device was reimplanted. Device analysis report is attached. This report is submitted on december 27, 2023.

Manufacturer narrative:
This report is submitted on december 20, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.